Manufacturer narrative:
The analyzer serial number is (B)(6). The patient samples were received for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs assay results for 1 patient on a cobas e 801 module. The customer questioned the patient's troponin results as they did not match the patient's clinical picture and suspects there is an interfering factor in the patient samples. On (B)(6) 2022, the patient had a troponin result of 86.30 pg/ml with flag. On (B)(6) 2022, the patient had a troponin result of 75.60 pg/ml with flag. On (B)(6) 2024, the patient had a troponin result of 67.40 pg/ml with flag. On (B)(6) 2024, the patient had a troponin result from a serum sample of 56.4 ng/l and a troponin result from a plasma sample of 55.8 ng/l.

Manufacturer narrative:
Investigations of the patient samples were carried out using size exclusion chromatography. The results showed there was the presence of a heterophilic interference factor. Based on the results of a serum fractionation, the presence of an interfering factor of the igg type could be shown. The elevated results are consistent with the presence of the igg type interference factor. The investigation did not identify a product issue.